Event description:
It was reported to medtronic minimed that the customer reported short battery lifetime. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer received low battery alarm and reported that the battery did not last more than 1 week and customer called again within 1 week and reporting the same issue. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, and self test. Pump was cut open to perform visual inspection and found evidence of moisture damage on the [pcba 1, j7 connector/pcba 2/motor/force sensor]. Pump successfully downloaded traces and history file using thump. Battery cycle 9.0 received the lowbatteryalert (104) on 05/31/2025 03:05:00 faster than expected at 3.8 days. Battery cycle 8.0 received the lowbatteryalert (104) on 05/27/2025 06:43:00 faster than expected at 3.33 days. Battery cycle 7.0 received the lowbatteryalert (104) on 05/23/2025 17:52:00 faster than expected at 3.47 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case, and cracked case on the battery tube side. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected was confirmed due to moisture damage on the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.